Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer reported that the insulin pump had been dropped. Blood glucose level at the time of the incident was 198 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clips lot, cracked reservoir tube lip, cracked lcd window and missing the end cap sticker.